Event description:
Reporting status: malfunction. Reporting rationale: shaft separation has caused or contributed to patient injury previously. Device issue: shaft separation. It was reported that resistance was felt during advancing the vision stent delivery system (sds) in a heavily calcified and heavily tortuous rca vessel. Reportedly, the proximal shaft/hypotube detachment occurred. The device was removed as a unit without incident and the procedure was aborted. There were no reported adverse patient effects. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Results - quality engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon investigation completion. Evaluation summary: quality assurance analysis revealed that the stent delivery systems (sds) was returned with blood on the balloon and in the guide wire lumen. There was no contrast visible. The stent implant was stationary on the balloon between the markers. There was no damage noted to the stent implant. The balloon was tightly folded. The hypotube and jacket material were separated 17.3 cm distal to the strain relief tubing. The fracture faces were ovaled as if the hypotube was kinked prior to separating. The material was stretched and jagged. There were multiple kinks through out the entire length of the hypotube. There was no other damage noted to the sds. There were no kinks or damage noted to the inner member or tip. The tip length was measured and met manufacturing criteria. The outer diameters of the stent implant were measured and met manufacturing criteria. Quality engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon investigation completion.